Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion at 46.6 cm to 47.2 cm from the connector pin that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion was consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event that occurred during analysis.